Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Investigation is ongoing.

Event description:
It was reported to hamilton medical ag, that: a hamilton ventilator displayed an ¿exhalation obstruction¿ error despite having successfully passed the pre-operational check without any abnormalities. The issue was identified after the ventilator was switched to ventilation mode. According to the customer, the malfunction has occurred multiple times previously. As part of the troubleshooting process, the base of the unit was removed in order to inspect the exhalation bleed valve port for any obstruction. No visible blockage was identified. The port was subsequently cleaned, after which the ventilator appeared to function normally again. The device was tested again on the following day using the same breathing circuit, and the error did not recur. At the time of reporting, the ventilator appeared to be operating correctly. No patient involvement, no medical intervention and no patient, user or third party harm was reported.